Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. No product malfunction or condition found that would have caused or contributed to the hypoglycemic event. A hazard alarm is confirmed to have occurred. The piezo was tested and found capable of emitting an audible alarm. It could not be determined how the drive functioned during use since the pod's pulse data was lost. No signs of internal leakage, chassis cracks or loose batteries were found. The adhesive welds were inspected and found 100% complete with no voids. No cannula kink or bend was found. The plunger position was at 0% indicating the insulin reservoir was empty. The fluid path was tested and found to be unobstructed by any internal occlusion. The insertion mechanism was reloaded and deployed as intended; it was also inspected and no defects were detected. The pod was functioning as designed and fully capable of delivering insulin. Product lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide states that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm." The user guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." To treat hypoglycemia, the user guide instructs that users check bg levels every 15 minutes, to make sure the condition is not overtreated. If bg is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrates, such as glucose tablets, juice, or hard candy. Check bgs again in 15 minutes. If bg remains low, take another 15 grams of carbohydrates. Contact an hc as needed for guidance. Repeat these steps until bg is within range. Investigate possible cause for hypoglycemia to avoid similar in the future (a chart indicating the possible causes of hypoglycemia is provided in the user guide).

Event description:
Pt's parents reported the pod alarmed so it was deactivated. The pod's insulin reservoir was empty upon removal. Pt was admitted to the ER with a blood glucose level of 32 mg/dl. No add'l info was provided. The pod will be returned for eval.